Event description:
It was reported that a patient who received a hydrogel spacer and fiducial markers under general anesthesia, experienced hydrogel a misplacement. The hydrogel was identified to be in the posterior prostate and rectum, extending to the anterior wall of the lower rectum. The patient was reported to be asymptomatic, and the expectation is to be fully recovered.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.